Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture a lack of symptom control it was also reported that there was a suspected fault with the battery as the leads were working fine when they were tested intra-operative. It was also noted that no environmental/external/patient factors that may have led or contributed to the issue. Impedance checks, x-rays and reprogramming were all conducted to identify and resolve the issue. With the leads working well and the process of elimination there was a decision to change the battery only. The patient was reported to be alive with no injury. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the device stopped working on (B)(6) 2016, no impedances were available, and x-ray results showed no movement of leads. No falls or trauma were noted. Settings tried were noted as (B)(6) 2016 program 2 at 0.5 v, (B)(6) 2016 program 1 at 0.7 volts, and (B)(6) 2016 program 4 at volts unknown. The patient has yet to be seen since the change of the device on (B)(6) 2017 and is due on (B)(6) 2017 at the patient¿s request.

Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4), found no anomalies. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.